Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and no abnormalities were observed. Sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. This also serves as a correction report. Section b3 (date of event) was incorrectly documented in the initial and #1 follow up report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message from the adc device and was therefore unable to obtain readings. The customer became unsteady and experienced trembling and loss of consciousness. The customer self-treated with honey upon regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message from the adc device and was therefore unable to obtain readings. The customer became unsteady and experienced trembling and loss of consciousness. The customer self-treated with honey upon regaining consciousness. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message from the adc device and was therefore unable to obtain readings. The customer became unsteady and experienced trembling and loss of consciousness. The customer self-treated with honey upon regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 09u7murla has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.